Manufacturer narrative:
Technical services evaluated the returned product and confirmed the image issue. The product was evaluated for the reported malfunction and the malfunction will be tracked and trended to determine any additional actions. Additional part used: glidescope ranger monitor assy, catalog: 0570-0186, sn: (B)(4). This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope ranger with gvl 4 3' cable, the video cut out. No back-up device was used. No delay in the procedure was noted. No harm to patient or user was reported.